Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has a wound healing issue with the ipg pocket. The patient stated the site had opened and was re-stitched at (B)(6) 2016. Follow-up identified that the patient will undergo surgical intervention to move the ipg pocket to a different area to allow the current ipg pocket to heal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient underwent surgical intervention on (B)(6) 2016. The ipg was replaced in the same pocket as there was not an infection. The wound is healing well.